Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm while supporting a patient. The customer also reported that although the companion 2 driver was connected to external wall power for hours, the "emergency battery error" alarm did not resolve. The customer also reported that the patient was switched to the backup companion 2 driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. The electronic patient data were reviewed and revealed multiple emergency battery error alarms, confirming the customer-reported issue. The root cause of the customer-reported issued was determined to be an imbalance in the emergency battery's cells which resulted in a permanent fault flag that disabled the battery. The emergency battery was replaced, the emergency battery error alarm was resolved, and the driver passed all final acceptance testing. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm while supporting a patient. The customer also reported that although the companion 2 driver was connected to external wall power for hours, the "emergency battery error" alarm did not resolve. The customer also reported that the patient was switched to the backup companion 2 driver without adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and external wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.